Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the failure mode reported in the complaint was conducted. 130 samples were taken from current production at the manufacturing facility (product code v5-10314 et tube ,hvt,7.0,nova plus lot#2655579). The samples were visually inspected and issue reported "cuff is leaking during use" was not observed in the current manufacturing process. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the cuff is leaking during use. The condition of the patient was not reported. Several attempts were made requesting additional information regarding the event/patient condition. No additional information has been received to date.